Event description:
The patient received two scs leads from the same lot number. It was reported the patient will undergo surgical intervention to revise her scs leads. The reason for the procedure is undetermined at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
Follow-up information obtained identified the reason for the revision was to address a loss of stimulation in the patient's back. Surgical intervention was undertaken and the patient's scs lead was explanted and replaced with a different model lead. The patient reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.